Manufacturer narrative:
(B)(4).

Event description:
Additional information received notes that programming changes were unable to be made as the patient expired on (B)(6) 2015. Clinician was unsure if the cause of death was whether device related or not.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing loss of ventricular capture. It was noted that the loss of capture caused the device to sense the subsequent qrs and cause non-sustained oversensing. All other electrical measurements were normal and in-range. Programming changes and lead testing were recommended.